Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. Associated fuse and power connections were reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and shutdown without command of the operator. No patient serious injury or death was reported related to this event.